Event description:
The customer alleges he obtained an undosed result of 93 mg/dl after he inserted an unused strip. No report of an adverse event. Controls were not run. Return requested and replacement was sent.